Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A healthcare professional reported rupture on the left side discovered by mammogram and echography. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device in the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ red particles observed in the surface of the shell.

Event description:
The device has been explanted.

Event description:
A healthcare professional reported rupture on the left side discovered by mammogram and echography. The device remains implanted.